Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Additional product code: mni, mnh, kwp, kwo. (B)(4). Not explanted/fragments retained in patient. Device is not expected to be returned for manufacturer review/investigation. (B)(4): during the removal of this screw the head of the pedicle screw popped off. The shaft was left implanted. The surgeon was removing the screw using a synthes powered driver. A replacement 8.0mm matrix polyaxial screw was implanted. A delay of two hours was noted. The malfunction resulted in the unintended retention of a screw fragment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an 8x80mm pedicle screw as implanted on an unknown date and was used to stabilize a sacral pelvic fracture. During the removal of this screw the head of the pedicle screw popped off. The shaft was left implanted. The surgeon was removing the screw using a synthes powered driver. A replacement 8.0mm matrix polyaxial screw was implanted. A delay of two hours was noted. The patient's outcome is stable. This complaint invovles one device concomitant device: synthes power driver (unknown part and lot number) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke intra-operatively and was not fully implanted or explanted. A portion of the device remains in situ. Patient code (B)(4) is typically used to report the post-operative breakage of a device that resulted in a revision procedure. As such, this code would not be applicable for the reported event. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was further reported that the utilized power-driver was a competitor's instrument. The surgeon wanted to remove the pangea screw and replace it with a matrix screw. It was during this process that the pangea head popped off. The surgeon spent two (2) hours attempting to retrieve the shaft, but was unsuccessful. Concomitant device(s) reported: competitor's power driver.